Manufacturer narrative:
Device was received and analyzed. Explant date is currently unknown. The device was received and analyzed. A device interrogation was properly feasible using a clinical programmer. The memory content of the ICD was inspected, showing a normal device functionality. The battery status mos2 was anticipated. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. For detailed analysis results regarding the reported activation of the safety backup mode, please kindly refer to our previous report from august 2023. Since the re-initialization on august 16th, 2023, the backup mode has not been activated again. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior. There was no indication of a device malfunction.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The returned device data was inspected. The inspection revealed that the ICD activated the safety backup mode, because it detected invalid memory content during an automatic signature check. The invalid memory content was detected during the signature check on august 15, 2023 at 07:01 pm. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the safety backup mode to ensure patient safety. While the ICD was in safety backup mode multiple therapies were delivered by the device on august 15, 2023 between 08:24 pm and 08:45 pm. As no episode details are recorded while in the safety backup program, the reason for the shock delivery was not conclusively determinable. However, please note that, in general the safety backup mode program will be loaded from an unalterable memory. Therefore, the vf detection criteria are fixed in safety backup mode to cover the widest possible patient population. Furthermore, the device data showed that the ICD was re-initialized on (B)(6) 2023. An evaluation of follow-up data after re-initialization showed no indication of a device malfunction. Therefore, the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the safety backup mode. The ability of the device to deliver therapies is not affected by the safety mechanism. The follow-up data generated after the re-initialization process showed no indication of a device malfunction.

Event description:
It was reported that the device could not be interrogated and had to be reinitialized. A day before, the patient received shocks from the ICD. Device currently remains implanted with therapy turned off. Should additional information be received, this file will be updated.